Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked lcd window, cracked display window corner and belt clip slot.

Event description:
Customer reported a button error alarm. Customer also states that the buttons of the insulin pump are not working. The blood glucose reading is 206 mg/dl. Nothing further reported.